Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Detailed trace analysis shows that pump alarmed power loss and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected pump error 25 alarms, replace battery now alarms, or power loss alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked case behind pump near the battery compartment, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was 3.1 mmol/l at the time of incident. The customer received any low battery alert's prior to replace battery now alarm. This was the second occurrence of replace battery now in less than 10 hours after low battery warning. The insulin pump will be returned for analysis.